Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the transparent insulation detached. The piece was found on a drape. No patient injury occurred, and a new device was used to continue the procedure.

Manufacturer narrative:
Evaluation summary one device was received for evaluation by post market vigilance investigation personnel. Visual inspection found the insulator to have disengaged form the electrode. The insulator was returned. The blue shrink sleeve that holds the insulator in place was deformed. Eschar was noted inside the insulator. The customer reported a component disengaged not into the patient cavity. The reported condition was confirmed. Visual inspection found excessive eschar on the electrode blade and under blue shrink sleeve. The blue shrink sleeve was deformed. The insulator had disengaged from the electrode. The blue heat shrink insulation holds the insulator in place. Damage to the shrink sleeve can cause the insulator to disengage. The damage to the shrink sleeve indicates the device was exposed to excessive heat from either the build up of eschar on the electrode or from using too high of a power setting on the generator. The investigation identified the probable root cause of the reported event to be user exposing the electrode to excessive heat either by using too high of a power setting on the generator or by allowing excessive eschar to build up on the electrode blade and under the blue shrink sleeve. Additional information: if information is provided in the future, a supplemental report will be issued.